Manufacturer narrative:
The battery tray was returned to the manufacturer for analysis. Battery tray assembly failed bench test. Individual battery failures. Battery tray 7 and tray 8 failed voltage test. Measured voltages were below spec. The hardware investigation found that the reported event was related to a hardware issue. Previous codes still applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the power tray for the imaging system was completed by medtronic personnel. The tray was found to be fully functional and the reported issue could not be replicated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000195, serial/lot #: (B)(4), UDI#: (B)(4); product ID: bi71000162, serial/lot #: (B)(4), ubd: 01-jan-2050, UDI#: (B)(4); product ID: bi71000163, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The reported issue was confirmed. The odor was generated from the battery tray, and the corners of the battery tray were burnt black. The burnt smell was also confirmed from the power tray, and the power tray was not scorched visually. A malfunction of the power tray and battery tray were confirmed. The next day, the power tray and battery trays 1-8 were performed. The issue was resolved by performing ground fault interrupter (gfi) bit clear. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a spinal fusion procedure. It was reported that a beeping sound was heard from the image acquisition system (ias). While preparing for the operation, a burning smell from the ias was noted before turning on the power. When trying to start the imaging system, it started normally, so the operation was started. When trying to take an image with the imaging system during the operation, the 2d images did not appear. When re-starting, the beeping sound was heard from the ias. The use of the imaging system was aborted and a c-arm was used to complete the procedure without further issues. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.